Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped a definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of complaint is traced due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a white image approximately 15-30 minutes after use. The issue found during an unspecified therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.